Manufacturer narrative:
Per the clinic, the device was subsequently explanted on (B)(6) 2026 due to pain, sore, swelling, drainage, skin breakdown and infection at the implant site. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain, sore, swelling, drainage, skin breakdown and infection at the implant site. The patient was treated with multiple courses of oral antibiotics (specific date and duration not reported). The device was subsequently explanted on (B)(6) 2026 and the surgeon reported that the infection was engulfing the implant.